Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2018 due to capture issue. No further information is available.

Event description:
New information received notes that the capture issue on the right ventricular lead was noted post scheduled device change out procedure. The patient noted to have heart rate of 30's while in the post-operation area. Device interrogation noted loos of capture on chronic right ventricular lead. The patient was brought back for another procedure. The right ventricular lead was capped and replaced on (B)(6) 2018. The patient remained asymptomatic during the entire process.